Event description:
It was reported that there was loss of capture, high threshold and small sensing in bipolar on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 implantable pacing lead implanted: (B)(6) 2006; addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2012. (B)(4).